Manufacturer narrative:
The reported event of ¿issue with lead tip" was not confirmed. As received, a complete lead was returned in one piece with helix found extended and clogged with blood/tissue. Visual and x-ray examinations of the helix mechanism found no anomalies or distortion of the helix. Electrical test did not find any indication of conductor fracture or internal shorts.

Event description:
It was reported during implant procedure that the right ventricular lead exhibited helix damage. The lead was successfully exchanged. The patient was stable and asymptomatic.